Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm. The customer states they tried to rewind, but the pump would not prime tubing and alarmed once more. The customer's blood glucose level at the time of incident was 120mg/dl. Troubleshoot was conducted. The customer was advised that during seating, the force sensor did not detect the reservoir. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents, passed unexpected restart error test, self-test, and the displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform the occlusion test, basic occlusion test, and excessive no delivery test due to prime/fill anomaly. No prime alarm occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, broken belt clip slot, stained endcap sticker, and scratched reservoir tube window.